Manufacturer narrative:
The results, method and conclusion will be added in the final report.

Event description:
It was reported the patient lead had migrated. As a result, the patient underwent surgical intervention on (B)(6) 2018.

Event description:
It was reported that this patient is part of a clinical study. The patient underwent an l5 lead replacement on (B)(6) 2019. The issue has reportedly since resolved.

Manufacturer narrative:
Corrected data: information should read "(B)(6) 2019" rather than the previously reported "(B)(6) 2019".

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the drg lead was explanted and replaced. The patient reportedly has effective therapy post-operatively.